Event description:
It was reported when using the bd pyxis ciisafe freeze and not printing any labels.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a printer issue. The field service engineer replaced zebra printer and updated printer settings to resolve. The system functioned as intended after the field service engine troubleshooted the device.